Event description:
User states there is a small leak coming from the back of the top and is leaking underneath the analyzer close to the front. User stated the leak is not a slip hazard as it is contained. No operators were harmed and no patient's results have been affected. The field service representative determined there was a problem with the supply tubing and replaced the rinse supply tubing and vacuum tubing. He also adjusted the rinse levels and lubricated all moving parts. Performance tests were performed.